Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was at time of incident was of 480 mg/dl. Customer's blood glucose went down to 343 mg/dl. Customer got shaky because she nervous. It was unknown if the customer was using auto mode or not. Customer declined to troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.